Event description:
During injection of a silicone lens, the lens rotated 180 degrees and ejected rapidly into the eye, tearing the posterior capsule. An anterior vitrectomy was performed, the pt's prognosis is stable and the postoperative best corrected visual acuity was 20/25.